Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer stated that they were having high blood glucose of 400 mg/dl prior to call. The customer stated that they treated the high blood glucose with the insulin pump. The customer performed troubleshooting and the no delivery alarm did not recur. The customer mentioned that the cannula was a little tilted during troubleshooting. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.